Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that therapy was disabled. The fse visited onsite and evaluated the device. It was determined that the customer performed the operation check incorrectly and that the therapy was disabled due to the device failing to pass the operation check. After rerunning the operation check correctly, the device successfully passed and was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by the user. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse reran the operational check correctly and the device successfully passed and was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the equipment alarmed: treatment has been disabled, and there are items that failed the operation inspection. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.